Event description:
Beckman coulter's remote management system detected an instrument error that said, "cc [cartridge chemistry] cuvette not dry before first reagent dispense" and alerted beckman coulter (bec) hotline support. The error was related to a reagent probe on a customer's unicel dxc 800 pro synchron system. Hotline support contacted the customer to troubleshoot the instrument. While troubleshooting, the customer reported a loose fitting between a reagent probe and its tubing. The customer observed fluid on the drip tray beneath the reagent probe and that a level sense bead was wet. The leak was contained to the instrument. The operator was wearing gloves, lab coat, and goggles. There were no reports of direct contact with the leak or of injury as a result of the leak. The customer reported a false negative cannabinoid (thc5) result was generated for one patient and reported out of the laboratory. The patient sample was rerun on the same instrument and the result was corrected. There was no effect to patient treatment due to the false negative result.

Manufacturer narrative:
While troubleshooting with bec hotline support, the customer tightened the loose fitting on the probe. The customer primed the reagent delivery subsystem several times and reported there were no further leaks.